Event description:
A facility reported that a patient who underwent surgery in (B)(6) 2024 came in for a revision craniotomy due to cerebrospinal fluid (csf) leakage. During the revision case, it was found that the duragen plus - adhesion barrier matrix (dp1033i) had disintegrated, and a small portion was found attached to the base of skull. The cerebellum was exposed which caused a major csf leak. The surgeon used "durs3391itl ¿ suturable duragen" for the revision surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duragen plus - adhesion barrier matrix (dp1033i) was not returned; therefore, an evaluation of the device could not be performed. However, visual inspection of the retained samples was performed as follows: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - one (1) unit was visually inspected. The dispenser boxes and contents were in good condition, the tray sealing area was complete, and no defects were observed on the sponges. Medical assessment - since some details of the case were provided, a medical assessment was performed to evaluate the possible relation between the reported event and product use. The assessment concludes the following: ¿there is insufficient information to conclude whether or not the adverse event reported was due to the duragen plus. Information regarding to the patient¿s relevant medical history, details surrounding the intra-operative procedure, surgical technique, and any concomitant devices (i.e. Surgical sealant) used were not provided.¿ root cause - based on the available information, the satisfactory retain sample results, and the conclusion of the medical assessment, there is no information that confirms a device related malfunction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.